Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump has been alarming. No delivery for two days. Customer has attempted to resolve the issue by changing the reservoir but alarm persisted. Customer's blood glucose was 20mmol/l. Customer requested a replacement device since she has attempted to resolve the issue by changing the reservoir. No further information reported.